Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and confirmed that the device was exhibiting premature battery depletion and should be replaced within 90 days. This device remains in service. No adverse patient effects were reported.